Event description:
Additional information received notes that the pacemaker was explanted and replaced.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed premature battery depletion on the pacemaker (pm). No changes or intervention was reported. The patient condition was not known.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at elective replacement indicator (eri) upon receipt. Analysis of device image revealed high current drain, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.